Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service. The physician elected to perform an invasive procedure to replace the lead due to a lead fracture. During the procedure the physician also replaced the implantable cardioverter defibrillator (ICD).